Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection, seroma and lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset), seroma, deflation, lymphadenopathy.

Event description:
Patient reported infection (unknown onset), seroma, deflation, lymphadenopathy. The device remains implanted. This relates to the left side.